Manufacturer narrative:
The tandem pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction alarm occurred after pump was submerged in water. Customer¿s blood glucose level was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.